Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving clonidine, fentanyl, and dilaudid via an implantable pump. The indication for use was non-malignant pain and post lumbar laminectomy syndrome. It was reported the patient came in for a refill yesterday and the healthcare provider was only able to fill the pump with 13.2ml. The healthcare provider made the medical decision to replace the pump today even though the patient was doing ok. At the replacement case today, they put the old pump on the back table and tried to see if they could fill the pump with more than 13.5 ml. Per the reporter, they tried multiple different things and they were still only able to get 13.5 ml into the pump and confirmed there was no physical damage to the pump. The reporter stated since they use a cocktail mixture of mediation that may be the reason why however this is just speculation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the pump (s/n: (B)(6)) identified the outer shield was concave. Analysis could not determine the cause of the anomaly. Analysis identified a power-on reset had occurred but could not determine the cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.